Manufacturer narrative:
The event of lead explant and replacement due to lead migration was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-31627. It was reported that the patient's scs leads had migrated. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced to address the issue.